Event description:
The customer contact reported a nondelivery. The pump was returned to the central supply department with a report of, "does not drip". The nursing staff indicated the pump display incremented; however, no medication was delivered. No specific patient information, pump programming, or event details were provided. There was no reported adverse patient effects. No medical interventions were necessary. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. The device passed testing at the user facility and was returned to clinical service.